Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID ((B)(4)). The robi plastic handle, the robi metal outer sheath and the bipolar high frequency cord were returned to the manufacturing site in germany on 10.06.2021 for investigation. The involved forceps was not sent for evaluation. Upon the evaluation it could be confirmed that robi plastic handle was fully tested and had no malfunction nor signs of wear and tear. The robi metal outer sheath had slight dents on the surface but had no malfunction. The bipolar high frequency cord works as per factory specifications, too. According to the problem description, the insert between the jaws caught fire twice and that the forceps was operated at 70 watts. In the corresponding instructions for use (document ID#(B)(4), version 3.2 02/2020), however, it is described under point 5 that a maximum performance of 40 watts is allowed.

Event description:
It was reported that there was event with a "handle". According to the information received: "patient operated for a cholecystectomy; during hemostasis of the gallbladder bed, the robi forceps (power 70) caught fire twice at the jaws inside the patient (laparoscopy)". Further information is not available.